Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy procedure. The suturing device was being used for closing the anastomoses. Surgeon was rushing the technician when loading. Once handed to the surgeon, the needle broke upon passing in back and forth from side to side. The needle fell into the cavity of the patient and was retrieved. The suturing device was difficult to unload. In order to resolve the issue and complete the case, opened another suturing device and suture reload. There was no patient injury.